Event description:
The customer reported that the sys had a filament regulator failure during a procedure with pt involvement, therefore this malfunction may have resulted in a possible aro. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported issue could not be duplicated. The sys was tested and found to be working as intended and put back into svc. This function may have resulted in a possible accidental radiation occurrence.